Event description:
It was reported to philips the etco2 cannot pass calibration and showed an etco2 auto-test error.

Manufacturer narrative:
A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty etco2 module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module and cables were replaced to resolve the noted issue. The device passed all performance assurance tests and was returned to the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.